Event description:
(B)(6) medical products, utahloop, electrosurgical electrode loop broke immediately after third specimen was retrieved. Patient not harmed. Esu set at 60/40. Reason for use: leep, colposcopy.